Manufacturer narrative:
Update 03/31/2016 09:43 am (B)(4): the reported problem could be confirmed. The appearance of the present cracks, as well as the breaking behavior during stress tests, pointed to the root cause as the use or application of organic disinfectants. As this is not indicated according to the product's instructions for use(IFU), this is seen as an off-label use. A review of the DHR could not identify any non-conformities or deviations relevant to the reported issue. (B)(4).

Event description:
Update 03/31/2016 09:37 am (B)(4).

Manufacturer narrative:
(B)(6) 2016 03:58 pm (gmt-5:00) added by (B)(6) ((B)(4)): the reported catheter was returned for investigation on 01/20/2016. Investigation has started and is ongoing. A supplemental medwatch report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that upon set up of a picco catheter, the luer connection of the catheter was leaking. There was no reported harm to patient. (B)(4).